Manufacturer narrative:
This report is submitted (B)(6) 2018.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced chronic infections at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
(The type of reportable event was inadvertently marked as " death" in the previous follow-up report submitted on may 21, 2018. It should have been marked as "serious injury" ).